Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: austria. Thread shows fraying and breaks when making the knot. No patient information provided.

Manufacturer narrative:
Samples received: 1 unopened and 1 open racepacks. Analysis and results: there is one previous complaint of this code batch from the same customer. The 2,772 units were manufactured and distributed of this code batch, there are no units in stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. The closed sample received was checked and the thread surface appearance is correct. A sewing test on artificial skin tissue has been conducted with the closed sample received. Fraying does not appear when pulling the thread through the tissue. A visual test was performed before and after the sewing test. Tested the knot pull tensile strength of the sample received and the results fulfills the OEM requirements. As instructed for use: "when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders". Final conclusion: complaint is not justified. Results of the samples received fulfills the OEM requirements. Note is taken of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.